Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which the biosense webster, inc. Product analysis lab identified a hole in the pebax. Initially it was reported that during the atrial fibrillation (afib) procedure, the catheter would not deflect to the specifications. The investigational analysis completed 4/22/2020. The catheter was visually inspected, and reddish-brown material was found inside of pebax sleeve. Deflection testing was performed, and the catheter failed. A failure analysis was performed, and the catheter handle was opened. The puller wire was found broken. A closer inspection revealed that the polymide was bonded to the side arm assembly causing the deflection issue. The tip was sent at scanning electron microscope (sem) to determinate the cause about reddish-brown material in pebax sleeve. The sem result show a hole below electrode# 2. A manufacturing record evaluation was performed for the finished device, and no internal actions were identified. The customer complaint was confirmed. In addition, there was a previous investigation to reduce deflection issues due to puller wire broken. The root cause of the hole below electrode# 2 cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which the biosense webster, inc. Product analysis lab identified a hole in the pebax. Initially it was reported that during the atrial fibrillation (afib) procedure, the catheter would not deflect to the specifications. The second catheter was used to complete the procedure. There was no patient consequence reported. The deflection issue was assessed as a not reportable event as the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is not remote. On february 29, 2020, the biosense webster, inc. Product analysis lab received the device for evaluation, and it was noted that upon initial visual inspection, it was found that there was red/brown color in the pebax. Upon second visual analysis, it was confirmed that there was reddish-brown material inside of pebax sleeve and no other damages were found. On march 6, 2020, after further analysis and testing, a scan electron microscope (sem) analysis was performed and the results showed that there was mechanical damage and a hole below electrode 2. This event was originally considered not MDR reportable, however, biosense webster, inc. Became aware of a reportable malfunction through second visual analysis on march 6, 2020 and have reassessed this complaint as reportable. Therefore, the awareness date for this reportable lab finding is march 6, 2020.